Manufacturer narrative:
Additional information received reported that there was no loss of power associated with the reported "critical battery" alarm. There was no reported damage observed on the connectors and the user did not use excessive force when trying to connect the power source to the controller. It is not known if an audible click was heard when the power source was connected to the controller. No further information is available. The battery and controller were not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed 2 occurrences of critical battery alarms logged on (B)(4) and 1 power disconnect alarm. Analysis of the devices could not be performed since the devices were not returned for evaluation, therefore, the cause of the alarms could not be established. A possible root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. An internal investigation into this issue was opened by the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2015-03192, 03193) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of two reports (3007042319-2015-03192, 03193) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that the patient reported two "critical battery" alarms within twelve hours despite appearing to have two well charged batteries connected. Log file review performed by the site indicated that the problem was associated with a single battery port. The patient's controller and battery were exchanged with no reported issues. The issue resolved with the exchange of the devices. Investigation is ongoing.

Manufacturer narrative:
It was reported that there were two (2) critical battery alarms associated with a single port. The controller, (B)(4), and one (1) battery, (B)(4), were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port one (1) connector. The controller was able to drive the system with no anomalies observed; the loose connector is an additional observation not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Failure analysis of the returned battery revealed that the device passed functional testing and visual inspection. Log file analysis was not conducted since log files were not available. As a result, the reported critical battery alarms could not be confirmed as the devices performed as intended and log files were not available. No failure detected; the reported critical battery alarms could not be confirmed as the devices performed as intended and log files were not available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-03192 and 3007042319-2015-03193) submitted for devices related to the same event.